Event description:
A caller reported that the pump battery would not charge, despite using a tandem charging cable and various wall outlets and adapters. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try different charging methods, but when these failed, they arranged to replace the pump. The customer, whose pump was still under warranty, was instructed to use multiple daily injections as a backup therapy. The caller was guided on placing the pump into storage mode before returning it and agreed to send it back using a prepaid label within ten days.